Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portions remaining in the abdomen,pelvis or uterus.'), uterine perforation ('perforation of uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and postoperative wound infection ('postoperative wound infection') in a 32-year-old female patient who had essure (batch no. 946767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, sleep apnea, ovarian cyst, breast mass, vaginal pain, breast biopsy, cholecystectomy, cesarean section, arthritis, sleep apnea and amenorrhea. Previously administered products included for an unreported indication: mirena, vinate az, depo provera, colace, iron sulfate and percocet. Concurrent conditions included headache, migraine, gerd, arthritis, eczema, depressive disorder, anxiety state, obstructive sleep apnea syndrome, postoperative pain, otitis media, otalgia, asthma, vaginal bleeding, contact dermatitis, skin lesion, arthropathy, joint dislocation, knee pain, lateral epicondylitis, dysuria, heavy periods, irregular periods, uterine bleeding, abdominal pain, morbid obesity and cervix injury. Concomitant products included budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (bupropion hcl), cetirizine hydrochloride, ferrous sulfate;folic acid (ferrous sulphate + folic acid), fluticasone furoate;vilanterol trifenatate (breo ellipta), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, montelukast sodium (singulair), omeprazole (prilosec) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced migraine ("migraines") and headache ("headaches").on (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic/ pelvic tenderness"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and postoperative wound infection (seriousness criterion medically significant) with incision site erythema. The patient was treated with surgery (salpingectomy bilateral removal of fallopian tubes and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and postoperative wound infection outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, postoperative wound infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement on the patients right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion occluded fallopian tubes bilaterally, essure coils in appropriate position. Pathology test - on an unknown date: fallopian tubes, bilateral salpingectomies and essure devices, removal: bilateral fimbriated fallopian tubes with no significant pathologic findings. Two metallic foreign bodies consistent with essure devices. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain,dyspareunia. Concerning the injuries reported in this case the following events were described via patients medical record: perforation of uterus, small portions remaining in the abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received :- lot number added. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portions remaining in the abdomen,pelvis or uterus.'), uterine perforation ('perforation of uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and postoperative wound infection ('postoperative wound infection') in a 32-year-old female patient who had essure (batch no. 946767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, sleep apnea, ovarian cyst, breast mass, vaginal pain, breast biopsy, cholecystectomy, cesarean section, arthritis and amenorrhea. Previously administered products included for an unreported indication: mirena, vinate az, depo provera, colace, iron sulfate and percocet. Concurrent conditions included headache, migraine, gerd, arthritis, eczema, depressive disorder, anxiety state, obstructive sleep apnea syndrome, postoperative pain, otitis media, otalgia, asthma, vaginal bleeding, contact dermatitis, skin lesion, arthropathy, joint dislocation, knee pain, lateral epicondylitis, dysuria, heavy periods, irregular periods, uterine bleeding, abdominal pain, morbid obesity and cervix injury. Concomitant products included budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (bupropion hcl), cetirizine hydrochloride, ferrous sulfate;folic acid (ferrous sulphate + folic acid), fluticasone furoate;vilanterol trifenatate (breo ellipta), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, montelukast sodium (singulair), omeprazole (prilosec) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic/ pelvic tenderness"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and postoperative wound infection (seriousness criterion medically significant) with incision site erythema. The patient was treated with surgery (salpingectomy bilateral removal of fallopian tubes and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and postoperative wound infection outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine and headache had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, postoperative wound infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement on the patients right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Occluded fallopian tubes bilaterally, essure coils in appropriate position. Pathology test - on an unknown date: fallopian tubes, bilateral salpingectomies and essure devices, removal: bilateral fimbriated fallopian tubes with no significant pathologic findings. Two metallic foreign bodies consistent with essure devices. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain,dyspareunia. Concerning the injuries reported in this case the following events were described via patients medical record: perforation of uterus, small portions remaining in the abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small portions remaining in the abdomen,pelvis or uterus."), uterine perforation ("perforation of uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and postoperative wound infection ("postoperative wound infection") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, sleep apnea, ovarian cyst, breast mass, vaginal pain, breast biopsy, cholecystectomy, cesarean section, arthritis, sleep apnea and amenorrhea. Previously administered products included for an unreported indication: mirena, vinate az, depo provera, colace, iron sulfate and percocet. Concurrent conditions included headache, migraine, gerd, arthritis, eczema, depressive disorder, anxiety state, obstructive sleep apnea syndrome, postoperative pain, otitis media, otalgia, asthma, vaginal bleeding, contact dermatitis, skin lesion, arthropathy, joint dislocation, knee pain, lateral epicondylitis, dysuria, heavy periods, irregular periods, uterine bleeding, abdominal pain, morbid obesity and cervix injury. Concomitant products included budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (bupropion hcl), cetirizine hydrochloride, ferrous sulfate;folic acid (ferrous sulphate + folic acid), fluticasone furoate;vilanterol tridentate (breo ellipta), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, montelukast sodium (singulair), omeprazole (prilosec) and topiramate (topamax). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic/ pelvic tenderness"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and postoperative wound infection (seriousness criterion medically significant) with erythema. The patient was treated with surgery (salpingectomy bilateral removal of fallopian tubes and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and postoperative wound infection outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, postoperative wound infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement on the patients right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion occluded fallopian tubes bilaterally, essure coils in appropriate position. Pathology test - on an unknown date: fallopian tubes, bilateral salpingectomies and essure devices, removal: bilateral fimbriated fallopian tubes with no significant pathologic findings. Two metallic foreign bodies consistent with essure devices. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain,dyspareunia. Concerning the injuries reported in this case the following events were described via patients medical record: perforation of uterus, small portions remaining in the abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of ptc. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small portions remaining in the abdomen, pelvis or uterus."), uterine perforation ("perforation of uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and postoperative wound infection ("postoperative wound infection") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, sleep apnea, ovarian cyst, breast mass, vaginal pain, breast biopsy, cholecystectomy, cesarean section, arthritis, sleep apnea and amenorrhea. Previously administered products included for an unreported indication: mirena, vinate az, depo provera, colace, iron sulfate and percocet. Concurrent conditions included headache, migraine, gerd, arthritis, eczema, depressive disorder, anxiety state, obstructive sleep apnea syndrome, postoperative pain, otitis media, otalgia, asthma, vaginal bleeding, contact dermatitis, skin lesion, arthropathy, joint dislocation, knee pain, lateral epicondylitis, dysuria, heavy periods, irregular periods, uterine bleeding, abdominal pain, morbid obesity and cervix injury. Concomitant products included budesonide; formoterol fumarate (symbicort), bupropion hydrochloride (bupropion hcl), cetirizine hydrochloride, ferrous sulfate; folic acid (ferrous sulphate + folic acid), fluticasone furoate; vilanterol trifenatate (breo ellipta), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, montelukast sodium (singulair), omeprazole (prilosec) and topiramate (topamax). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2012, the patient experienced pelvic pain ("pain pelvic") with tenderness. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and postoperative wound infection (seriousness criterion medically significant) with erythema. The patient was treated with surgery (salpingectomy bilateral removal of fallopian tubes and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and postoperative wound infection outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, postoperative wound infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement on the patients right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion occluded fallopian tubes bilaterally, essure coils in appropriate position. Pathology test - on an unknown date: fallopian tubes, bilateral salpingectomies and essure devices, removal: bilateral fimbriated fallopian tubes with no significant pathologic findings. Two metallic foreign bodies consistent with essure devices. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic pain,dyspareunia. Concerning the injuries reported in this case the following events were described via patients medical record: perforation of uterus, small portions remaining in the abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received :following events were added: event "injury" was deleted as it was updated to more specified abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, pain (pelvic), pelvic tenderness, perforation of uterus, erythema, postoperative wound infection, small portions remaining in the abdomen. Medical history and concomitant conditions added. Historical drugs added. Concomitant products added. Reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.